Manufacturer narrative:
Product investigation is in progress.

Event description:
Tampons are completely fallen apart [device breakage]. Leaving pieces where they shouldn't be- tampon [product residue present]. Case narrative: consumer reported via e-mail that the tampon has fallen apart. No injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Tampons are completely fallen apart [device breakage]. Leaving pieces where they shouldn't be- tampon [product residue present]. Case narrative: consumer reported via e-mail that the tampon has fallen apart. No injury reported.